Manufacturer narrative:
H2) correction: d1 h3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that logs of the arm cart assembly were analyzed. A failure code for 'setup arm joint 4 safety brake torque test' and an error code for 'safety friction brake torque self test failed' were observed. Brake regeneration was performed on setup arm joint 4 to resolve the issue. A failure code for 'no response on cyclic ethernet frame', a failure code for 'cyclic command working counter error on' and a failure code for 'not all cyclic frames processed' were observed. An error code for 'linked to arm non-recoverable error - robotic arm hal data loss', an error code for 'linked to motor state - brake state agreement', an error code for 'linked to robotic arm motor state error' and an error code for 'linked to arm non-recoverable error - robotic arm brake state error' were all observed. The occurrence of these error codes indicates a loss of connection for the ethercat in the arm cart. This is a temporary error and rebooting of the arm cart would resolve the issue. Further evaluation of the logs indicated that the arm cart experienced an ethercat failure, appearing to stem from the joint 5 node in the chain. This is potentially due to the synchronization error on the joint 5 node setting, in which it can send out data but not receive data. The node received a frame that was already in flight from joint 12, causing the port 0 receive error. An error code for 'linked to arm failure - secondary sensor data flow control robotic arm' was triggered, which gives a system recoverable and subsystem non-recoverable inoperable error. Evaluation of the arm cart assembly confirmed the reported condition. The root cause of the observed brake torque failures during calibration was determined to be a degradation in the holding force of the brakes resulting in brake self-test failures caused by contamination of the brake pads and brake discs by grease/oil from a bearing located close to the brakes. Improvements have been initiated to mitigate this condition. Additionally, the root cause of the observed non-recoverable errors was determined to be related to connectivity issues between the z-slide and instrument drive unit (idu). This is traced to device design such as small movements in the connector due to impact or an inadequate strain relief that cause the contacts to shift onto regions of the mating contacts that are contaminated with flux, which prevents electrical conductivity. Additionally, damage to the assembly fixture pin allowed too much interference between connector components, leading to connector damage and loss of connectivity. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-operatively before a cholecystectomy procedure, the arm cart assembly had a calibration issue. After a retry, the calibration passed successfully. After a few minutes, the arm cart assembly triggered a non-recoverable error, which was restored by rebooting the arm cart assembly. There was no patient involvement.

Event description:
It was reported that pre-operatively, before a cholecystectomy procedure, the arm cart assembly (aca) had a calibration issue. After a retry, it passed successfully. After a few minutes, the aca triggered a non-recoverable error, which was restored by rebooting the aca. No patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.